Event description:
It was reported by the patient that the device felt like it was not in the pocket, it moves around and when the patient wakes up it feels like the device is in their throat. The patient also indicated that the device looked like it was almost going to come through the skin, that the device is not poking out or anything, but it just did not feel like it was in the pocket. Follow up with the clinic found that a device revision was done to add another stitch to the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).